Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump, which the customer successfully completed, preventing the issue from recurring. The customer was advised to continue using the pump and to contact support again if any further malfunctions occur, which they acknowledged and understood.